Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that approximately eight years post index procedure, the patient presented emergently. A CT scan revealed a proximal type I endoleak due to migration with loss of seal at the proximal portion of the aneurx stent graft on the right lateral wall of the aorta. The physician decided to implant two 28x28x49mm endurant ii aortic cuffs in conjunction with aptus endoanchors at the level of overlap of the endurant and the aneurx device (two layers). The physician decided to prophylactically secure the new cuff and the existing aneurx to the portion of the aortic wall that the aneurx still had seal on. After placing on anchor without difficulty, a second anchor was advanced and after positioning it correctly the forward button was pressed once and the motor turned on but the anchor did not advance. The back button was then pressed and no movement happened and the motor did not activate. The forward button was then pressed again and the motor activated but again the anchor did not advance. At this time the applier and anchor were removed and deployed on the sterile field. The physician and staff inspected and did not see a defect. Another anchor was loaded and advanced into the guide under fluoroscopy. At this time a small radiopaque circle was seen in the guide. The applier and anchor were removed. The guide was then removed and flushed on the sterile field, revealed a fractured portion of the second anchor. The anchor procedure was then aborted. A final angiogram was taken and no endoleak was seen. No additional clinical sequelae were reported and the patient is fine.